Event description:
It was reported via a clinical study that a patient underwent a revision knee procedure. Approximately six months post implantation, the patient was revised due to instability. The femoral and tibial components and articular surface were exchanged without incident. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: femur trabecular metal cruciate retaining (cr) standard porous: catalog#: 42502806202, lot#: 63417270; natural tibia trabecular metal two-peg porous fixed bearing right size d: catalog#: 42530006702, lot#: 77007674; all poly patella cemented 35 mm diameter: catalog#: 42540000035, lot#: 64180994; optipac 40 refob bone cmt r-3: catalog#: 4710500394-3, lot#: 811aa07110. Reporting source: foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2021-03720. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
Device history record review was not performed as the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device. The patient had an initial total knee arthroplasty one year prior to the reported event as well as prior surgeries to this knee that consisted of menisci removal and ligament reconstruction due to sports injuries. There have been two revisions to this knee due to instability with the first being a poly exchange and the second a revision total knee arthroplasty. The patient¿s anatomy from the previous surgeries to the meniscus and ligaments can cause issues with stability. The meniscus provides shock absorber, load transmission, joint stability, proprioception (quick-adapting mechanoreceptors), and lubrication of the knee. They sit inside and outside of the knee and distribute the load from the thigh bone to the shin bone. The ligaments of the knee are found inside and outside of the knee. There are the cruciate ligaments that control the back-and-forth motion, and the collateral ligaments control the sideways motion and is a brace against unusual movement. With these being previously reconstructed and removed the patient can experience instability. Upon further review of this information and history, the root cause of the reported event can be attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.